Event description:
There was an allegation of questionable results from coaguchek xs plus meter compared to a laboratory result using an unknown method. The meter serial number was not provided. Two examples of estimated result comparisons were provided: the meter result was 4.5 inr and the laboratory result was 3.2 inr. The meter result was 4.8 inr and the laboratory result was 3.5 inr. The dates and times the results were obtained were not provided. It is unknown if the results belong to the same patient(s). The customer provided specific results for 1 patient: on (B)(6) 2022 the meter result was 5.0 inr at 8:00 am. The laboratory result was 3.7 inr. The patient's dose was lowered based on the laboratory result. The time between measurements was not provided. The patient's therapeutic range is 2.5-3.5 inr and he tests every 2 weeks, but is currently testing every 3 weeks. The therapeutic ranges for the patient(s) associated with the estimated results were requested, but not provided.

Manufacturer narrative:
The product was requested for return, but the customer does not have any strips to send. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."